Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with missing plunger case seal and plunger gear cam. Event log history was performed and indicated that check clutch plunger lever error ? Was recorded in history. It was reported that service was unable to perform any testing to verify the check clutch error due to missing plunger gear cam inside plunger assembly. Service replaced leadscrew and clutch halves plunger gear cam and performed preventive maintenance and all functional testing. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited clutch plunger lever issue. No adverse effects were reported.